Manufacturer narrative:
Concomitant medical products: 1158t, lead implanted: (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency department with bradycardia and chest pain. It was noted by paramedics that during the episode the cardiac resynchronization therapy defibrillator (crt-d) did not pace. The device remains in use. No further patient complications have been reported as a result of this event.